Event description:
Reason for call was to inquire if patient's ins was "working appropriately." No further details provided. Agent asked for patient info and discovered patient had enterra device. Caller was transferred to enterra. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).